Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. There was skin irritation and there was allot of blood when they removed the pod. As treatment for hyperglycemia, a manual injection of insulin was delivered, a new pod was applied and water was consumed.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Insulin was able to freely flow through the fluid path. No timeouts or drive stalls were seen in the device data. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined. The formed needle and bottom housing were inspected and no irregularities were observed that would contribute to skin irritation. The cause of the reported skin irritation could not be determined.